Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low/ short battery lifetime, buttons were not responsive and the customer received unexplained no-delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-394a, mmt-332a.troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880l. No product return is required for mmt-394a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the self test, displacement test, active current measurment, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No physical or moisture damage noted on the keypad traces. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No "no delivery" alarms noted in the pump history/trace files. No low battery alarms noted during testing or in the pump history/trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.7mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Alleged insulin flow block alarms not confirmed during testing. Pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.